Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the user needed to fill tubing with 30-50 units to remove all the air bubbles in the tubing. It was reported that the cartridges were pre-filled with insulin. There was no impact to the user's blood glucose level.